Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer row was not detected on the bus. A field service engineer performed troubleshooting steps, reset all connections, and reassembled components to clean out any trash or debris. The customer successfully tested the system. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer row was not detected on the bus. The customer reported that a malfunction caused a delay when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.